Manufacturer narrative:
Pt with chronic rib fracture non-unions had ribloc plates installed on (B)(6) 2008. On (B)(6) 2010, the plate was removed because the pt was already having other plates removed (see associated MDR's) and the fracture still had not healed. The 4 screws used to install the plate were removed with the plate. Add'l MDR's associated with this event are: 3005670412-2010-00003, 3005670412-2010-00004, 3005670412-2010-00005.

Event description:
Ribloc plate was removed, due to continued fracture non-union.